Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system did not complete the boot up sequence. Also reported no fluoro and no image on monitors. Rebooted unit and system was used for next few cases with no problems. No report of pt injury.